Manufacturer narrative:
This follow-up report is being submitted to relay additional information. DHR was reviewed and no discrepancies were found. Review of the complaint history determined that no further action is required as no were trends identified. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information.

Manufacturer narrative:
(B)(4) multiple MDR reports were filed for this event. Please see reports: 0001825034 - 2017 - 06579. 0001825034 - 2017 - 06580. (B)(4). Concomitant products: p/n ep-200150, act artic e1 hip brg 28x44mm, l/n 877240. P/n 650-1055, cer bioloxd option hd 28mm, l/n 815430. P/n 650-1065, cer option type 1 tpr sleve -3, l/n 903280. The device has not been returned for evaluation at the time of this reporting. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported the patient was status post right total hip arthoplasty revision for metal on metal hip with articulating spacer three weeks prior. The patient was seated and twisted the right hip. She felt the instability of the hip and the inability to ambulate. The patient then had a closed reduction due to dislocation in the emergency room. It was later determined the articulating spacer disassociated, allowing the femoral head to come in contact with and eccentrically load the acetabular cup. The patient was revised. The femoral head had damage/wear from the unintentional acetabular component articulation. No cup damage was noted. Debris was noted and cleaned from the joint space intraoperatively.